Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that foreign material may not have been removed due to physical damage to the device. It is unknown if there were any deviations in reprocessing. It was confirmed there was physical damage at foreign object detection point. The event can be detected/prevented by following the instructions for use which state: "inspection of the instrument channel." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the forceps channel had a rest stain inside the channel. In addition, evaluation found multiple kinks and scrape marks on the forceps channel. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope had something red coming out of the channel during reprocessing. The technician used 3 brushes and after cleaning each brush with their fingers before brushing again, it did not come off. After the third try, the substance got lighter, but the brush was still stained. There was no reported patient harm or impact due to this event.